Manufacturer narrative:
Model number/catalog number: 72400024, serial number: null, batch/lot number: 749973007, model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced air in system due to fluid leak with an artificial urinary sphincter (aus) leading to recurring incontinence. A replacement surgery was performed. The patient was reported to be in recovering. No lot number was provided for the cuff. No more information available at the moment. Should additional information become available, it will be provided.